Manufacturer narrative:
(B)(4). Evaluation summary: the analysis was performed by asahi intecc: investigation of the returned fielder xt guidewire revealed the breakage of the core wire and coil elongation. Based on the provided information and the outcomes of the investigation of returned guide wire, it is inferred that rotational manipulation was excessively made to the guidewire of which distal end was trapped in the lesion, resulting in the accumulation of the rotational force and deformation of the distal end of guide wire, the breakage of the core wire of the guide wire due to the accumulated force exceeding the products design limit. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Lot history review revealed no anomaly relating to the reported event. No other product experience report has been received for this lot. The warning section of instructions for use (IFU) states: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720 deg) in the same direction. And as possible complications and adverse events of guide wire use: separation or breakage of the guide wire.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is manufactured by asahi intecc. (B)(4 ). Medical division; however, abbott vascular distributes the device and is responsible for MDR reporting. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a chronic totally occluded (cto) mid right coronary artery with heavily tortuosity. A fielder xt guide wire was advanced inside a corsair catheter. There was a lot of manipulating and torquing of the guide wire to try to cross through the cto lesion when the tip became mangled and when trying to remove the guide wire from the anatomy, the core separated. The coils did not separate so the device was easily removed from the anatomy. The procedure was completed at this time. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). (B)(4) distributes the device and is responsible for MDR reporting.